Manufacturer narrative:
Per the clinic, the patient developed a skin infection near the abutment site, which led to skin overgrowth. Subsequently, the patient was administered with oral antibiotics and topical steroids (specific date and duration not reported). The infection has reportedly resolved.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.